Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a medex¿ medflator®ii inflation syringe system was leaking during an angioplasty procedure. The product was replaced. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the unit found it to be have craking at the bonding area of the syringe to the guage adaptor plate. No other physical damage noted. Unit was then functionally tested by manually pluggin the end og the tubing and applying pressure using the syringe. While doing so, the unit was found to leak at the cracking area of the bonding as noted in the visual inspection. The customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.